Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3003853072-2017-00116.

Event description:
It was reported that two drivers were broken during surgery while removing the blockers. The blockers were being removed because the surgeon felt the position of the pedicle screws needed to be adjusted immediately after installation. The broken driver pieces were removed from the wound and alternative drivers were used to complete the procedure. There were no reports of patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured off. The cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.